Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low o2 concentration. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. Based on technician statement, issue was not reproduced during on site visit. However during review of the device's logs it was noticed that alarm o2 supply pressure low occurred prior to alarm o2 concentration low. The alarms suggest that cause was loose hose, which has been confirmed by the technician. There was no physical damage of the hose and it has not been replaced, as the issue did not reoccur. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. One of the causes of that might be that gas delivered in o2 supply line is not o2. Other alarms which have been also registered in the device's logs o2 supply pressure low are pointing out that o2 supply pressure is below 2.0 kpa x 100 (29 psi) or gas supply line is disconnected. It has been concluded that the most probable cause was incorrect connection.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that ventilator had incorrect delivery of o2 gas. There was no patient harm. Manufacturer's ref. #: (B)(4).